Event description:
It was reported that the patient presented with diaphragmatic stimulation shortly after the implant procedure. The stimulation was not able to be confirmed through testing but an x-ray showed both the atrial and ventricular leads had pulled back. During the revision procedure on the leads, the physician noted bloody fluid in the header block of the device. The leads were revised and a new pacemaker was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.